Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2022. During the procedure, "the band side did not work and did not out." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the band did not deploy.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (including the handle and the ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached and some bands were moved and overlapped. The teeth of the ligator housing were found bent/damaged. A functional evaluation was performed by rotating the handle knob. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped, and the teeth of the ligator housing were found bent/damaged. These suggest that the device could not deploy. These conditions could have been generated due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands got overlapped within each other and broken. It is possible that these difficulties encountered could have damaged/bent the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6), 2022. During the procedure, "the band side did not work and did not out." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the band did not deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2022. During the procedure, "the band side did not work and did not out." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the band did not deploy.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached and some bands were moved and overlapped. The handle slot had marks of the insertion of the trip wire. The trip wire was broken, possibly during the device removal. The suture thread was in good condition which contained the seven knots. The suture hole was also in good condition. The ligator housing teeth were bent/damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands on the ligator head were moved and overlapped, and the teeth of the ligator housing were found bent/damaged. These suggest that the device could not deploy. These conditions could have been generated due to excess of tension applied when trying to deploy the bands. This situation moved the bands from their place as if twisting them causing the overlap, which clearly indicates inability of the device to deploy the bands. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label." Block h11 (correction): block h2, block h6 (device codes) and block h10 have been updated.